Event description:
Patient reported receiving an error e4 (occlusion) error on the infusion device about 15 days ago but he realized the infusion set catheter had crushed under his belt so he solved the concern by moving the catheter. Patient stated on yesterday, he received an elevated blood glucose reading of 300-400 mg/dl and proceeded to deliver the boluses. Patient's normal blood glucose level was not provided. Patient reported that in some cases, the blood glucose level returned to normal, in others it did not. Patient stated he tried to deliver a bolus with the infusion device while the catheter was disconnected from the infusion site and he realized that doing 5 units of insulin, the infusion device was dispensing a drop of insulin, doing 10 units of insulin, it was dispensing two drops of insulin. Patient reported with small units such as the basal rate and intermediate bolus, the infusion device wasn't delivering insulin. Patient stated the infusion device never reported any alarm for the concern. Patient reported he tried to change to different infusion sets, but the concern persisted. Patient has removed the infusion device and is currently using another therapy. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.